Event description:
It is reported that a signal fms was placed into male patient, who is in a long term care facility, to keep stool off an existing perianal skin ulcer. Complainant stated that patient had rectal tone, and when patient went to wound center, it appeared that the fms slid out of the rectal vault, and a second device was inserted. The second device also slid out of the patient and no further devices were attempted. It is also reported that complainant tried to remove the water out of the balloon and tried to reinsert and was unable to remove the water from balloon, in addition complainant filled balloon with 35-40 cc of water for each device. A third device was not inserted. Lastly, it is reported patient is alert; but unknown level of mobility. No untoward effect on patient when expelled 2 devices. Case references two (2) devices inserted and both were expelled.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Complainant confirms lot numbers not available. Territory manager provided education on use of device; and to discontinue use of device due to soft stool. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Please note: event description "references two (2) devices inserted and both were expelled" therefore; a separate 3500a form has been completed for the other case under patient identifier number: (B)(6) and MFR. Report number: 2243969-2014-00147 (this is report 2 of 2 to capture these cases). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.